Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. (B)(4): analysis of similar devices indicated that the root cause of this event is a memory error in the implantable neurostimulator. The pt continues to receive therapy, however, they cannot use their pt programmer. The pt can turn stimulation on and off with the recharger. The neurostimulator can be programmed with the physician programmer. There is no loss of therapy when this issue occurs. There is no risk to the pt, but the pt does need to visit their hcp to interrogate the device and resolve the problem.

Event description:
The pt experienced overstimulation sensation and stimulation in her stomach. The pt recharged the implantable neurostimulator. The pt was able to use the pt programmer once after recharging. Afterward, when she tried to adjust stimulation, the pt programmer displayed the "out of box" icon. Stimulation was still on. The pt was seen by a field rep. The implantable neurostimulator was able to be interrogated with the physician programmer. Programming appeared to be intact. Device interrogation revealed normal impedances. Stimulation felt weaker, so the field rep increased stimulation parameters. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.